Manufacturer narrative:
Product anticipated to return f/u will be provided upon completion of investigation.

Event description:
"While removing the gall bladder the bag tore up and some pieces of it remained between the gall bladder and the incision. Risk of damaging the gall bladder when removing it." "Possibility of peritonite because extraction of gall bladder non protected."